Event description:
It was reported the patient had a fecal management system (fms) placed on (B)(6) 2015 for the management of liquid, loose stool while in the medical surgical unit. Two days later, the patient reportedly complained 'she had to pass gas and then felt that she had defecated'. Further examination of the patient found she had expelled the fms retention balloon and a 'moderate' amount of stool was leaking from the patient's rectum. The retention balloon appeared to be fully inflated an intact. The balloon was deflated by aspirating 45 cubic centimeters of fluid from the retention balloon. The fms was then reinserted and the retention balloon was reinflated. Over the next 2-3 days, the patient expelled the device two more times. Each time, the retention balloon was intact and fully inflated, requiring the staff to deflate the balloon, and reinsert and reinflate it. At no time was the patient's sphincter tone assessed prior to insertion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. Should additional information become available, a follow up report will be submitted.